Event description:
It was reported that during a rotational atherectomy treatment procedure, the rotawire guide wire fractured. The 90% stenosed target lesion was located in the severely calcified, moderately tortuous distal right coronary artery (rca). The physician advanced the 330cm floppy rotawire guide wire to the posterior descending artery of the right coronary artery. A 1.75mm rotablator rotalink plus device was advanced over the guide wire to the lesion. The guide wire fractured at the radiopaque part of the distal tip. They were unable to retrieve the fragment as it was in vessel that could not be accessed with a snare. The procedure was completed with the placement of an unspecified stent. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).